Manufacturer narrative:
Insulin pump received with severely cracked bleeding liquid crystal display glass. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window and cracked battery tube threads. (B)(4).

Event description:
The customer reported that the insulin pump had physical damage. Customer stated that the insulin pump had a crack on liquid crystal display screen. Customer's blood glucose was 75 mg/dl. Customer stated that the insulin pump fell off her brother's car. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.